Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm small grasping retractor instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at the distal end. Additional related observation: the instrument was found to have a part of the pitch cable with the cable crimp is missing. No information can be provided about the size of the missing part. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of missing crimp is based on the double pitch cable design of the instrument. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: there was no injury to the patient.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.